Event description:
As reported to coloplast though not verified, physician injured his hand with exair trocar.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Evaluation code in field h6 refers to user injury with trocar. Device not returned.